Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is ongoing. Note: because at the time of the assessment no serial number for either the affected product rugged rail mount adapter (item number 161146) or for the associated hamilton-t1 device was provided, no manufacturing date or UDI could be determined.

Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that the screws on the bracket had come loose. No additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.